Event description:
Per raised with minimal information. The surgeon reported via the sales rep that exeter stems have snapped. The sales rep further reported that the units will not be returned to us as the hospital are conducting their own investigation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.